Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and low battery alert. Customer's blood glucose at time of incident was 200 mg/dl. Customer stated that battery cap is not screwed down firmly and when he puts a battery in it will remain a blank screen. Customer was advised that insulin pump would be replaced due to battery issue and blank screen issue.